Event description:
It was reported by a neurologist that a vns pt had an increase in seizures above pre-vns baseline which started in (B)(6) of 2010. Pt's programming settings were output current=2.75ma, frequency=30hz, pulse width=500usec, on time=30sec, off time=5min. Pt's programming settings have been the same since (B)(6) 2010, but her medications were changed in (B)(6). The treating neurologist stated that the vns device's diagnostics have been fine, i.e. Within normal limits.